Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap right colectomy procedure, the surgeon stated there was an opening in the anastomosis. Surgical intervention was required to prevent permanent impairment of the function. The surgeon repaired the opening by using the ethicon stapler. There was temporary injury. There was unanticipated tissue loss and tissue damage. Surgical time was extended by more than 30 minutes. Current patient status is alive with no injury. No reinforcement material was used.